Manufacturer narrative:
Correction to correct previously submitted product event summary. Product event summary: the shoulder pack was not returned for evaluation. However, a picture provided revealed a broken clip. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the carabiner broke and the shoulder pack dropped to the floor, causing massive tension to the driveline exit site and wound dehiscence. The shoulder pack will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The shoulder pack was not returned for evaluation. However, a picture provided revealed a broken clip. As a result, the reported event could not be confirmed. The most likely root cause of the reported event can be attributed, but not limited to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.